Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device, including both leads were explanted due to infection. The system was replaced with a competitors device and leads. No additional adverse patient effects were reported. This device is not expected for return.

Event description:
It was reported that this implantable device, including both leads were explanted due to infection. The system was replaced with a competitors device and leads. No additional adverse patient effects were reported.